Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inspection revealed that the audio bolus button (abb) cover and slug were missing; this device failure directly caused the reported issue. The abb was found to be dysfunctional: the reported issue was duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter alleged that the audio bolus button was under-responsive. Also, it was reported that the audio bolus button cover was damaged prior to the change in responsiveness of the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.